Event description:
In 2008, the patient was treated for a descending thoracic aortic aneurysm and dissection with five gore tag thoracic endoprostheses. After four of the tag devices were implanted the physician ballooned the most distal device which tore the patient's intima prompting the implant of another gore tag thoracic endoprosthesis to repair the tear. The final intraoperative angiogram revealed a small distal type 1 endoleak and some filling of the false lumen. It was reported that the patient tolerated this procedure and was being monitored by the physician. At an unknown date, infolding of the device was noticed and a reintervention was scheduled for about 3 months later. Gore was unable to confirm whether the reintervention took place as well as the status of the type I endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta. Using the tag device to treat a dissection may have contributed to this event.